Event description:
A cracked and shattered touchscreen was reported by the caller, rendering the pump unresponsive and illegible. Customer's blood glucose level was 180 mg/dl. Technical support arranged to replace the pump under warranty. The customer was informed of the need for replacement, confirmed their shipping address, and was given instructions for storage mode and returning the faulty pump using a pre-paid label. In the meantime, the customer used multiple daily injections to ensure continuous insulin delivery.